Event description:
Three false negative results were reported on 3 pts with clearview hcg lot 4432a by clinic. Details are only available for one pt. She had a negative clearview hcg pregnancy test with an early morning urine sample. Date of test unk. Pt was known to be pregnant by ultrasound. The stage of pregnancy at the time of the clearview test and timing of the test relative to the ultrasound are unk. Pt's treatment was not impacted as she was known to be pregnant. No urine samples or used devices are available for investigation. Ten unused devices were returned to unipath for testing.